Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis could not be performed. A batch review was performed which revealed that the lot met release criteria specifications. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a clearlink paclitaxel solution set leaked at the bonded junction of the tubing and the luer on the patient end of the set. This condition was noted during the priming of a chemotherapeutic solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.